Event description:
On (B)(6) 2009, patient requested advice on how clean the cartridge compartment. He stated that when he removes the insulin cartridge, the cartridge compartment has seemed "damp and stinky." He said that maybe once he noticed a drop or 2 of insulin recently but not a large amount. Patient reported the odor he mentioned is an insulin smell. Advised the only cleaning procedure recommended is to use a cotton swab or dry cloth to dry or clean the inside of the cartridge compartment. Patient reported the cartridge compartment is currently completely dry. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.